Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4 ICD, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt that their felt hot, with a racing heartbeat. It was also reported that the right atrial (ra) lead exhibited a high and undefined impedance warning and that all available atrial tachycardia/atrial fibrillation (at/af) electrograms (egm's) show oversensing on atrial lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited undersensing on presenting egm with a history of noise with external manipulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.